Manufacturer narrative:
Review of received information and logs: review of the provided device logs confirmed occurrence of the reported issue on the date of the event. Troubleshooting of the issue is still ongoing, therefore further information was requested, but not yet received.

Event description:
It was reported that ventilator generated multiple technical errors indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref#: (B)(4).